Manufacturer narrative:
The lens was returned in a small vial. Visual inspection found the optic torn and missing a piece of haptic. The lens was torn in half. Work order search: no similar complaints were reported for units within the same lot. Off-label use (acd below 3.0mm at the time of implant). (B)(4).

Manufacturer narrative:
Patient weight-unk this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -8.5 diopter, into the patient's left eye (os) on (B)(6) 2017. During injection/delivery, the lens tore/broke and it was removed from the eye on and exchanged for a lens of the same type, size, and diopter. Surgeon stated that lens injection was a little more difficult than before. As of the date of MDR submission, the lens has not been returned.